Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks which is off-label usage of the device. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the upper buttocks. The patient experienced vomiting, lightheadedness, difficulty breathing, and weakness. At some point during the event, the cgm was reading 201 mg/dl and the blood glucose reading was 604 mg/dl. The patient was admitted to the hospital for 3 days. There was no information about medical intervention for hyperglycemia. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.